Manufacturer narrative:
Lot codes: head 00601c, handle dd0294l1. The head was made at the following location: contact MFR: trisa (B)(4). The handle and charger were made at the following location: contact MFR: hayco ltd., (B)(4). Device manufacture dates - head 03/01/2010, handle 10/24/2010.

Event description:
Consumer reports toothbrush head disengaged during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred. This is being submitted as part of a retrospective review to identify malfunctions with the potential to cause serious injury.